Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe there was an issue with foreign matter. It was stated "the syringe was observed in poor condition. The packaging wasn't opened and the syringe appeared dirty and/or burned." There was no report of serious injury or medical intervention.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe there was an issue with foreign matter. It was stated "the syringe was observed in poor condition. The packaging wasn't opened and the syringe appeared dirty and/or burned." There was no report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sealed, one open packaged 1ml syringes and 3 empty packages were received and confirmed to be from batch #8001745 (p/n 309628). The sealed syringe and 3 empty packages had no visual defects. The syringe from the open package had brown foreign matter from the barrel flange to approximately the 0.5 grad line. This foreign matter is degraded plastic from the molding process. The burnt barrel observed is rejectable per product specification. The potential root cause for the burnt barrel defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: the potential root cause for the burnt barrel defect is associated with the molding process.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd luer-lok disposable syringe there was an issue with foreign matter. It was stated "the syringe was observed in poor condition. The packaging wasn't opened and the syringe appeared dirty and/or burned." There was no report of serious injury or medical intervention.